Event description:
The user alleged that while performing a procedure under general anesthesia, the system was giving mis-matched points error messages during registration. After multiple attempts at registration, the physician decided to abort the superdimension portion of the procedure. There was no harm or injury to the pt.

Manufacturer narrative:
On 4-mar-2009, a superdimension sales rep went to the site to check the system. The testing results were all within specification. It was reported that the original CT scan was done with a slice thickness to thin (under .5mm) and was reconstructed by radiology to have a 2mm thickness. It is believed that this "reconstruction" of the CT scan was no longer compatible with the superdimension system and caused the mismatched points errors. The current labeling states the following: "in order to achieve optimal quality of the CT and virtual bronchoscopy images, it is recommended that the CT scan is performed with the following parameters: slice interval: up to 5 mm (optimal 1.5-3 mm). Slice thickness: at least 1 mm bigger than the above slice interval". The case just prior to this case was performed without any difficulties or errors. The procedure is typically performed under local anesthesia. However, this event combines a suspected malfunction that rendered the system unavailable with a pt who was under general anesthesia. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. There was no injury to the pt.